Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 450 mg/dl. The customer thinks that her blood glucose was so high because that the cannula was hitting scar tissue. The customer change it and then threw the infusion set away and did not look at the cannula. The customer was informed that the soft sensors are being phased out.